Event description:
In 2007, a male patient underwent aaa repair with one main body and one iliac leg graft. The patient had a very aneurysmal common iliac. There was no endoleak after initial procedure. However, the iliac leg graft seemed to migrate back into the aneurysmal part of the iliac and caused a type I endoleak. Implanting a leg extension graft approx five months later resolved the endoleak.

Manufacturer narrative:
This event is still under investigation.